Event description:
The customer stated that her blood glucose readings were higher than usual. While troubleshooting, she performed control tests and received results of 395 and 377 mg/dl. The normal control range is 95-131 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.